Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for follow up, interrogation revealed multiple non-sustained lead noise episodes due to noise on the rv channel. The patient stated receiving multiple alerts. The oversensing was not reproducible in clinic with provocation. Lead damage was suspected, but no lead anomalies were seen on x-ray. Lead revision was attempted, however the physician had difficulties implanting the new lead, therefore this lead remains active. Patient condition was fine post procedure.